Event description:
Country of complaint: (B)(6). Set screw came loose; the screw cap came loose from the screw. Components in use (filed as concomintant products): quantity 2: sw657t / s4 pre-bent rod 5.5x50mm, lot number: 52184503.